Event description:
It was reported that during a laparoscopic uterine procedure, the connection part did not work smoothly and the electrode tip had a difficulty in being put into and out of the shaft. Another device was used to complete the case. There were no adverse consequences to the patient. Device discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent